Event description:
It was reported that on (B)(6) 2022 a repeat median sternotomy was performed. There were dense adhesions from the prior surgery. The saw lacerated the right ventricle during the sternotomy and there was a 7 mm laceration to the right ventricle which was repaired. During the procedure the left internal mammary artery to the left anterior descending artery graft was transected at the area of anastomosis. The stump and coronary opening were oversewed for hemostasis. On (B)(6) 2022 the patient was transfused with 2 units of packed red blood cells (prbcs). The patient also had a history of elevated liver function test (lft) results. During post operative care the patient had elevated lfts. Liver team consult on (B)(6) 2022 stated there was predominant hepatocellular patterns suggestive of ischemic hepatopathy in the setting of decompensated congestive heart failure and recent lvad placement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was reported to have bleeding from on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number:(B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.